Event description:
It was reported that during a lap sigma procedure, the hand activation was not working. There was no error code. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.